Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date and a right total hip arthroplasty on an unknown date. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2015 and a left hip revision procedure on an unknown date due to possible infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on the left side on (B)(6) 2015. During the procedure, the screwdriver fractured while unscrewing the trial proximal body and the trial proximal body would not disengage from the stem. Another steam was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to excessive torque or levering. Further investigation has been initiated to prevent reoccurrence of the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01791 & 01792).